Manufacturer narrative:
Additional device information for v.a.c. Granufoam¿ dressing lot number: 8096895v009: expiration date: 30-apr-2023; unique identifier (UDI) #: (B)(4). Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. Protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to periwound skin, do not pull or stretch the drape over the foam dressing during drape application. Extra caution should be used for patients with neuropathic etiologies or circulatory compromise.

Event description:
On 15-oct-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient was placed on an alternative dressing allegedly due to a yeast infection located where v.a.c.® drape contacts the skin. An antifungal medication is being used and the patient has a follow up appointment scheduled on (B)(6) 2020 to re-apply the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On 16-oct-2020, the following information was reported to kci by the nurse: the physician applies the v.a.c.® dressings. Per physician's orders, the nurse only adds extra v.a.c.® drape. An alternate dressing is in place pending physician's orders. On 19-oct-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold for two weeks. The patient allegedly experienced a yeast infection and topical nystatin [antifungal] was applied. The physician is unsure if the patient will continue using the activ.a.c.¿ ion progress¿ remote therapy monitoring system as the wound is doing well. The physician will re-evaluate the patient on (B)(6) 2020. Per kci records, v.a.c.® therapy was discontinued on (B)(6) 2020. A device evaluation for activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion. A device history record review for v.a.c. Granufoam¿ dressing is currently pending completion.

Manufacturer narrative:
Additional device information for v.a.c. Granufoam¿ dressing lot number: 8096895v009: h4: device manufacturer date: 20-may-2020. Based on the additional information provided regarding the device and the v.a.c.® granufoam¿ dressing, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met quality control checks before and after patient placement and the v.a.c.® granufoam¿ dressing met all end release testing and packaging specifications.

Event description:
On 20-nov-2020, a device history record review for the v.a.c.® granufoam¿ dressing lot number: 8096895v009 was completed. All end release testing of the product and packaging met specifications. On 25-nov-2020, kci quality engineering completed an evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On 08-sep-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 17-nov-2020, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.